Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 560 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer also stated that insulin pump had no delivery alarm and event was resolved by changing complete set. The devise will not be returned for analysis.